Event description:
Customer reported a versasafe port blocked the fluid path way. The cath lab nurse was trying to administer atropine through the distal versasafe y-port and while accessing the port with an 18 gauge blunt cannula the port pushed into the y-site and blocked the fluid pathway. The nurse pulled off the versasafe port and flushed the atropine directly into the IV set. There was no patient harm or medical intervention. No further patient or event info was reported.

Manufacturer narrative:
(B)(4). The customer report of broken port blocked fluid pathway, could not be confirmed due to the product was not returned for failure investigation. The customer stated the set was discarded.